Event description:
It was reported that during lithotripsy procedure, the fiber broke when they started to use it. The procedure was completed with another fiber with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the returned fiber identified that the fiber body was broken into two pieces and that the connector was separated from the fiber body. Microscope inspection of the fiber tip and the connector indicates both were in good condition. The console displayed a message that read: treatments used 0. Treatments left 1. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during lithotripsy procedure, the fiber broke when they started to use it. The procedure was completed with another fiber with no patient complications.